Event description:
The anesthesiologist did a spinal because the patient was a high risk for general anesthesia with intubation. The bupivacaine in the kit did not work and the patient had to be intubated and general anesthesia implemented.